Event description:
It was reported that during a procedure involving an everflex entrust stent in the superficial femoral artery, the stent failed to open after the first 2 cm and became stuck during deployment. The deployment wheel began spinning without effect, and the stent had to be forcibly opened, resulting in significant stretching and subsequent breakage inside the vessel. The stent ultimately opened into the distal common femoral artery region, at which point the superficial femoral artery was not filling, indicating impaired blood flow. Angiography was performed to further investigate the issue, revealing that the red safety lock had broken off inside the stent catheter. Balloon dilation up to 5mm was performed along the entire length of the stent, which allowed some flow through the superficial femoral artery, but the result remained unsatisfactory. Two overlapping 6x120mm everflex stents were then inserted inside the faulty stent, followed by post-dilation up to 5mm. After these interventions, the angiological end result was reported as good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the type of lesion being treated was occlusion. No tortuosity and minor calcification was reported. Artery diameter and length was approximately was 5 mm and 15 cm. No resistance was noted during advancement to the lesion. Patient is doing fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.